Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/26/2013 with the following findings: evaluation revealed that the keypad was torn from up button down to the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. All of the keypad buttons responded appropriately. Evaluation revealed that there was contamination found under all key contacts. Unrelated to the complaint, a dim/pink display screen was found.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (damage prior to tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.